Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call.

Event description:
The customer reported that the 9900 system vertical lift column would not work. No pt injury was reported.